Manufacturer narrative:
Describe event or problem: per the medical records, the patient has a history of deep vein thrombosis. The filter was placed with no complications. The patient profile form (ppf) indicates that an attempt was made to remove the device three and a half months after the initial implantation. Approximately nine years later, it was determined that the device had migrated, was tilted, and caused perforation of the inferior vena cava (ivc). The patient continues to experience stress and worry related to the device. It was reported that a patient underwent placement of optease vena cava filter. According to the information provided the filter subsequently tilted, migrated, and caused injury and damages to the patient including, but not limited to, significant perforation of the inferior vena cava (ivc) due to approximately four struts, retrieval difficulty and the patient is reported to experience stress and worry related to the device. The indication for the device implant was bilateral pulmonary embolism (pe) and right leg deep vein thrombosis (dvt). The device was implanted via the left common femoral vein. Pre-deployment vena cavagram revealed no clot within the ivc and the cava to be of normal size for placement of the filter. The filter was placed without complications. The patient profile form (ppf) indicates that an attempt was made to remove the device three and a half months after the initial implantation, but was unsuccessful, the reason was not provided. Approximately nine years later, it was determined that the device had migrated, was tilted, and caused perforation of the inferior vena cava (ivc). The patient continues to experience stress and worry related to the device. There is currently no additional information available. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. The timing and mechanism of the tilt, migration and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported, tilt, migration, retrieval difficulty and perforation could not be confirmed or further clarified. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. In or about nine years later, the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to significant migration, significant tilt, approximately four struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, the device history record (DHR) review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt/migration and perforation could not be confirmed and the exact cause could not be determined. The timing and mechanism of the reported filter tilt is unknown. A clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is also a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2007. In or about (B)(6) 2016, the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to significant migration, significant tilt, approximately four struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.